Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Boston scientific received information that this lead was an attempted epicardial implant. While implanting the lead via thorascopic approach, the physician noted damage to the epicardial tissue on the left lateral surface of the patient's heart. The bleeding was controlled and the physician elected not to implant the lead. No additional adverse patient effects were reported.